Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead was experiencing 'false over detection'. An invasive procedure was performed and an insulation cut 'due to a bad suture' was observed at the rate sensing terminal of the endotak lead. This terminal was capped and a new rate sensing lead was implanted. No allegation of product malfunction against the endotak lead, the information suggests user error.